Manufacturer narrative:
The reported field event of difficult to unscrew setscrew from header was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Event description:
During a generator exchanged procedure it was reported that there was difficulties removing the set screw from the header of the pacemaker (pm). The set screw was stripped. The pm was explanted and replaced. The patient was stable throughout the procedure.